Manufacturer narrative:
Conclusions: improper installation: the pilot holes were oversized, which prevented the wall mount lag screws from getting sufficient grip in the wood studs. The pilot hole size is specified in the installation manual.

Event description:
A service technician from the distributor reported that the mechanical structure of a preva intraoral unit, (B) (4), separated from its wall mount at dr. (B) (6) dental office. No injury was reported.